Manufacturer narrative:
H.6. Investigation summary: material #: 364992 lot/batch #: 2166999. Bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to lipout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode lipout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube lip of tube is defective. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "lip of the tube is defective."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube lip of tube is defective. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "lip of the tube is defective."